Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The hd autoclavable camera head was displaying vertical lines on the display instead of the picture due to a faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the hd autoclavable camera head was ¿not giving a picture¿ prior to an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was not displayed because the cable unit was broken due to the handling of the user. This issue is addressed in the instructions for use (IFU): "important information/please read before use/dangers, warnings, and cautions/caution ¿ use the camera head within a range of ambient temperatures shown in ¿transportation, storage, and operating environment¿ on page 46. When using the camera head at a higher than ambient temperature in the operating environment, the external surface temperature of the camera head may rise excessively. ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. ¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. ¿ turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.